Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge. Additionally, it was reported that an unidentified malfunction occurred. The customer's blood glucose level ranged from 260-270 mg/dl. The customer reverted to manual injections for insulin therapy.